Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. No unexpected motor alarms noted during testing. Pump error 37 occurred on 10/14/2025 09:51:05.000,10/14/2025 09:57:44.000 and 10/14/2025 10:00:21.000 and pump error 130 occurred on 10/13/2025 12:47:23.000 were found in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Pump error 37 was confirmed in the history files and problem isolated to motor. Pump error 130 was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). And pump error 130 (pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the error and could not able complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.